Manufacturer narrative:
Approximate age of device is 9 months. The event occurred at the (B)(6) center. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was diagnosed with a bacterial driveline infection. The patient was admitted to the hospital from (B)(6) 2015 and treated with unspecified drug therapy and adjustments in pump speed. The patient was admitted again to the hospital on (B)(6) 2016 and treated with unspecified surgical therapy, drug and medicinal therapy, and debridement. The cause of the infection was reported to be due to complexities of medical management. No additional information was received.